Event description:
It was reported the issue was found during preparation for use to an unspecific diagnostic procedure, and the intended procedure was finished with a similar device with no delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to a review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned, and an evaluation was completed for it. During inspection, olympus did not confirm the reported event error code 315. Based on the investigation results, it appears that error code 315 may have occurred due to air leakage from the scope connector. This leakage could have caused a short circuit in the printed circuit board housed within the scope connector. By the time the product arrived at olympus, any liquid present on the printed circuit board had dried out. As a result, the event could no longer be reproduced upon arrival. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had the incompatible scope error code displayed (e315). The issue occurred during an unspecified procedure. There were no reports of patient harm.